Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to a percutaneous coronary intervention (pci) with rotational atherectomy procedure. Reportedly, after deployment, the device was unable to be removed. A vascular surgeon performed a cut down to remove the entrapped prostyle device. The use of prostyle devices and the pre-close technique was abandoned. The pci with rotational atherectomy procedure was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information and clarification was received: it was reported that arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device post percutaneous coronary intervention (pci) with rotational atherectomy. The device was advanced with resistance from the anatomy. Reportedly, on deployment, a cuff miss [suture retrieval issue] occurred. The lever was closed in an attempt to close the footplate; however, the device was unable to be removed from the patient even after cycling the lever multiple times as the foot would not retract. A vascular surgeon was called and opened the skin tract / arteriotomy wide enough to manually close the foot and remove the device. Hemostasis was achieved with two prostyle sutures due to the increased arteriotomy size. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6- device code 2017 clarifier: against resistance. The device was returned for analysis. The reported difficult to open or close [foot] was confirmed based on the return condition of the device. The needle to cuff miss could not be confirmed due to the condition of the device and the missing components. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device had trouble when attempting to advance the device into the patient anatomy and. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the calcification or a cuff from the cuff miss interacted with the foot causing the foot to surf out of the track and lock into the open position. This condition would result in the entrapment of the device leading to the subsequent treatments. The calcification could also cause the cuff miss and the difficult to advance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 health effect - impact code 4624 (surgical intervention) was removed and code 4641 (unexpected medical intervention) was added.